Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the motor speeds were not within specification, the control bar was loose, and the carrier pins were not in the correct position. The motor, sleeve, reciprocating arm, swivel, poppet spring, planetary carrier, fine adjustment cams, dowel pin, wave washer, bearings, and bearing spacer were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during maintenance, on an unknown date, the unit was in need of corrective repair. Inconsistent speed was confirmed after final investigation. There was no patient involvement. Due diligence is complete.